Event description:
It was reported that there was a patient alert for high right ventricular (rv) lead impedance. Oversensing was also observed on the lead. During the revision, it was noted the lead was well located and stable. The implantable cardioverter defibrillator (ICD) head was manipulated and oversensing was observed. It was noted the setscrew was attempted to place in the header but could not be fixed. The rv lead remains in use. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).